Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 26june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported that a low vibrational sound was heard at the time of exhalation when the unit was run with a test circuit during a pre-use check. There was no patient involvement.

Manufacturer narrative:
Date received by manufacturer: 08jul2019. Date of report: 09aug2019. This report was submitted in error. This issue is not reportable. Repair information was confirmed. The field service engineer (fse) performed troubleshooting and confirmed the oscillation noise at inhalation. The fse adjusted the vibration-proof ring to correct the reported issue. No other abnormality was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.